Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. A call was placed to technical services on 09/26/2016 stating that the rv lead experienced noise and pacing inhibition less than 2 seconds. Additionally, patient is being considered for lead revision. The physician was dr. (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).